Event description:
It was reported, that the device resets to no sound when powered on and off. It is unknown, if the device was in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.

Event description:
It was reported that the device resets to no sound when powered on and off. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.